Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient¿s sensor failed overnight and did not provide any alerts or notifications to indicate the failure (captured in this complaint). The patient was also wearing a tandem insulin pump at the time. By the morning of (B)(6) 2026, the patient awoke experiencing shaking, vomiting, headache, and an inability to keep fluids down. The patient was transported to the emergency room at approximately 1:45 pm. Upon arrival, a bg meter measurement was 850 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and dehydration. Treatment included 12 bags of IV fluids and multiple unspecified IV medications. The patient remained hospitalized and was discharged on (B)(6) 2026, at approximately 4:00 pm, with a bg meter reading in the 200 mg/dl range. At the time of the report, the patient stated he was very fatigued due to limited sleep. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 03/17/2026. It was reported that an alert/notification settings issue was reported. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.